Manufacturer narrative:
The investigation determined that discordant serum and plasma vitros ipth results were obtained from a single patient during a patient sample correlation study. No malfunction of the vitros ipth reagent or vitros analyzers was identified as a contributing factor. Sample integrity cannot be ruled out as contributing factors as the exact history of the samples is unknown. An assignable cause of the biased results cannot be determined.

Event description:
During a patient sample correlation study performed to compare vitros ipth results obtained at the customer's site to vitros ipth results obtained at a different location, discordant serum and plasma results were obtained from a single patient. The following discordant serum (s) and plasma (p) vitros ipth results were obtained (unit is pg/ml): 109.6 (s) vs. 81.1 (p), 115.9 (s) vs. 81.1 (p) and 81.1 (p) vs. 115.9 (s). Biased results of the magnitude and direction observed may lead to inappropriate physician action. The affected patient vitros ipth results were not reported out of the customer's laboratory. There was no allegation of patient harm. This report corresponds to ortho clinical diagnostics inc. (B)(4).